Event description:
During the initial implant procedure, a loss of capture was noted on the right ventricular (rv) lead. X-ray imaging showed that the rv lead had perforated the apex of the right ventricle. The rv lead was repositioned closer to the septum, however, the patient reported discomfort and their blood pressure dropped. Echocardiogram confirmed the perforation of the apex had resulted in a pericardial tamponade. Pericardiocentesis was performed, however the patient's blood pressure was unable to stabilize. The patient was transferred to another hospital for emergency thoracic surgery where a patch was applied to the perforation. The patient was stable following the procedure. The rv lead was left implanted and all electrical measurements were within normal range following the repositioning.